Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose on (B)(6) 2020 with blood glucose of 37 mg/dl at the time of the incident. The customer was at 212 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no pump issues were found. The customer stated that the low was caused by an insulin leak. The insulin pump will not be returned for analysis.